Manufacturer narrative:
Not returned.

Event description:
It was reported that two episodes of non-sustained rv oversensing were observed via remote transmission. When the asymptomatic patient presented in-clinic, noise was observed. The patient will continue to be monitored without intervention at this time.

Manufacturer narrative:
A partial lead with connector pin measuring 7.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information on 7/31/2017 stated that the right ventricular lead noise continued to occur. The noise was not reproducible in clinic. The patient did not experience any symptoms and there were no other anomalies. The lead was extracted and replaced with no complications.